Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included full functionality testing and stress testing while powered on for 30 minutes with test battery/pads without duplicating the report. Further log review shows the device was not stored correctly (pads not attached) causing rtc beep start issues causing the batteries to deplete. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.